Event description:
Information was received from a patient with an ins for the treatment of non-malignant pain. It was reported that the patient¿s current implant was not working like the first one did since implant on (B)(6) 2016. An x-ray and CT scan were taken and there was no damage to the lead and the lead appeared to be in the correct position. It was noted that the doctor could not get the leads into the original place due to scar tissue. The patient reported that the left side worked, but the right side did not. The patient reported that they were recalibrated 5 times by a manufacturer representative. During one of the reprogramming sessions in (B)(6) 2017, the manufacturer representative turned the stimulation too high and the patient¿s spine hurt from the stimulation. The patient was told to keep the stimulation off and to keep charging until they figured out what to do. Additional information was received from a manufacturer representative and the patient. It was reported that the stimulation was in fact, working on the right side after a reprogramming session on (B)(6) 2017. The patient reported that they met with a manufacturer representative on (B)(6) 2017 and discovered that the right lead was not working because it was "criss crossed" and not placed in the correct position because of some scar tissue. The patient reported that they were going to have their system reprogrammed again and were not considering revision at the time of the report. No further complications are anticipated. Additional information received from the patient reported that they have been having coupling problem with getting 8 bars; only get 4 bars since implant. It was reported that the system was recalibrated because it was not synching. The patient reported that after the recalibration, the therapy knows when they are standing up or sitting down and it works best now. The patient reported that they were having pain in the hip below the socket, but they do not know if it is therapy related. Additional information was received and it was reported that the right side was not working because the leads were criss-crossed.